Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion 92 is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the pump was replaced (B)(6) 2017. The pump was returned to the manufacturer for analysis. It was indicated the patient was not in a clinical study, the device was used with/in the patient for treatment, and there was no patient death or injury. No further information was provided.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Eval code-conclusion 11 updated to 24. Eval code-result 3233 updated to 180 and 925. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 20 mg/ml morphine at 7.745mg/day and 1.2mg/ml bupivacaine at 0.4647mg/ml via an implantable infusion pump for spinal pain. It was reported that the patient was admitted to the hospital. A motor stall was seen at the initial interrogation of the pump. The patient had recently had a magnetic resonance imaging scan. The patient had a CT scan on (B)(6) 2017 for reasons not related to the pump. On (B)(6) 2017 the stopped pump period may exceed tube set message was noted. It was noted the motor stall occurred on (B)(6) 2017. It was confirmed there were not any electromagnetic interference or magnetic sources present. The patient experienced increased pain. No further complications were anticipated/reported.